Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right side with tubal perforation however with normal occlusion') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 35-year-old female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2004, (B)(6) 2012)), vaginal irritation, vaginal odor, vaginal itching, herpes nos, nausea, throbbing pain, genital bleeding, appetite fluctuation, urinary incontinence, breast engorgement, tachycardia, anxiety, excess sweating, heat sensitivity, fatigue, crying abnormal, anger, feeling sad, anhedonia, insomnia, panic attacks, delayed period, amenorrhea, miscarriage and paratubal cyst. Concurrent conditions included obesity, gonorrhea, cracked nipple, tubal ligation, muscle soreness, hypertension and constipation. Concomitant products included amlodipine besilate (amlodipin), ibuprofen (advil), miconazole nitrate (antifungal) and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain/ loss (specify which one): weight fluctuation / weight gain/ loss (specify which one): weight gain"). In april 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In july 2015, the patient experienced vaginal discharge ("vaginal discharge bacterial vaginosis"). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device states spring came out") and adnexa uteri cyst ("reproductive system disorder or condition type of disorder or condition: paratubal cyst"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("pain left abdominal area"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines /headaches") and bacterial vaginosis ("bacterial vaginosis") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type:uterine fibroids"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, device expulsion, vaginal haemorrhage, menorrhagia, migraine, adnexa uteri cyst, dysmenorrhoea, uterine leiomyoma, vaginal discharge, bacterial vaginosis and weight fluctuation outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adnexa uteri cyst, bacterial vaginosis, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted: pregnancy onset date apr-2015 and date she learned she were pregnant aug-2016. 5 visible rings on the right and 3 visible rings on the left. Current weight 198 lbs approximate weight at the time of essure placement 203 lbs were you advised of any complications or problems that occurred at the time of your essure placement procedure? Information received: scar tissue would form with light bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, perforation (other), right side perforation but normal occlusion. Pregnancy test - on (B)(6) 2015: home pregnancy test was positive. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal discharge, abdominal pain, vaginal haemorrhage, pelvic pain, bacterial vaginosis, adnexa uteri cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right side with tubal perforation however with normal occlusion') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a (B)(6)-year-old female patient who had essure (batch no. A63340) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (((B)(6) 2004, (B)(6) 2012)), vaginal irritation, vaginal odor, vaginal itching, herpes nos, nausea, throbbing pain, genital bleeding, appetite fluctuation, urinary incontinence, breast engorgement, tachycardia, anxiety, excess sweating, heat sensitivity, fatigue, crying abnormal, anger, feeling sad, anhedonia, insomnia, panic attacks, delayed period, amenorrhea, miscarriage and paratubal cyst. Concurrent conditions included obesity, gonorrhea, cracked nipple, tubal ligation, muscle soreness, hypertension and constipation. Concomitant products included amlodipine besilate (amlodipin), ibuprofen (advil), miconazole nitrate (antifungal) and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight fluctuation ("weight gain/ loss (specify which one): weight fluctuation / weight gain/ loss (specify which one): weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge bacterial vaginosis"). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device states spring came out") and adnexa uteri cyst ("reproductive system disorder or condition type of disorder or condition: paratubal cyst"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("pain left abdominal area"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines /headaches") and bacterial vaginosis ("bacterial vaginosis") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type:uterine fibroids"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, device expulsion, vaginal haemorrhage, menorrhagia, migraine, adnexa uteri cyst, dysmenorrhoea, uterine leiomyoma, vaginal discharge, bacterial vaginosis and weight fluctuation outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adnexa uteri cyst, bacterial vaginosis, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted: pregnancy onset date (B)(6) 2015 and date she learned she were pregnant (B)(6) 2016. 5 visible rings on the right and 3 visible rings on the left. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Were you advised of any complications or problems that occurred at the time of your essure placement procedure? Information received: scar tissue would form with light bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, perforation (other), right side perforation but normal occlusion. Pregnancy test - on (B)(6) 2015: home pregnancy test was positive. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal discharge, abdominal pain, vaginal haemorrhage, pelvic pain, bacterial vaginosis, adnexa uteri cyst. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received- previously reported event ¿injury¿ replace with¿ abnormal bleeding (vaginal)¿, events-¿ abnormal bleeding (menorrhagia), right side with tubal perforation however with normal occlusion, pregnancy with contraceptive device, device ineffective, migraines /headaches, paratubal cyst, dysmenorrhea (cramping), uterine fibroids, expulsion of essure device, abdominal pain, pelvic pain, vaginal discharge, bacterial vaginosis, weight gain/weight gain/ loss (specify which one): weight fluctuation¿, outcome of the events-¿ abdominal and pelvic pain¿ updated to ¿recovered/resolved¿ medical history, concomitant drugs and conditions, reporters, lot number, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.